Event description:
Fail code 570. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.